Manufacturer narrative:
Updated fields: b4, d9, e1 (event site telephone), g3, g6, h2, h3, h6 (type of investigation, investigation findings, component codes and investigation conclusions), h11. On-site inspection confirmed the issue, and replacement of the pim was recommended; however, the customer chose not to proceed with the replacement. An intra-aortic balloon (iab) leak is the loss of integrity in the balloon membrane or its connections, allowing blood or gas to enter or escape. Causes: 1.user mishandling or not following IFU. 2. Membrane folding or resistance. 2. Patient-related factors (e.g., plaque abrasion). Impact: 1. Risk of gas embolism and patient injury. 2. Suboptimal therapy or organ occlusion. 3. Blood clot formation inside the balloon requiring surgical removal. Detection: 1. Pump leak alarms. 2. Blood or fluid in tubing/membrane. 3. Sudden waveform changes. 4. Resistance during catheter withdrawal. An intra-aortic balloon (iab) leak is the loss of integrity in the balloon membrane or its connections, allowing blood or gas to enter or escape. This can occur due to membrane stress (e.g., folding or resistance), patient-related factors such as plaque abrasion.

Manufacturer narrative:
E1 event site address: (B)(6). A supplemental report will be submitted upon completion of our investigation. This complaint was opened as part of CAPA 1357192 to ensure the correct number of complaints are initiated for related events. Upon review of this complaint, an additional complaint was identified and opened, which was determined to be reportable.

Event description:
It was reported during intra-aortic balloon pump therapy, blood ingress into the equipment was observed. The device was promptly replaced, and no harm occurred to the patient.